Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was not sufficiently managing her high blood glucose levels, that rose up to 20mmol/l, and this resulted in hospitalization. The customer was admitted to the hospital on two occasions, the date of the first event was not available (customer does not recall first date); the second date when she was in the hospital for a few hours was (B)(6) 2022. No information was available on what the hcp/hospital did to bring down her high levels. The customer has ceased the use of the pump and is now using injection therapy and levels are controlled. The customer has not made an allegation of under-delivery/leakage or any particular fault, but the use of the pump did not sufficiently manage blood glucose level to bring it down to a stable, desired level.